Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis revealed that the device loss of telemetry and all functions were due to a severely depleted battery. The device was fully functional and operated under normal current drain when powered with an external supply. There was no evidence of a high current drain condition, and no hybrid anomalies were observed. Battery analysis revealed that the decrease in the voltage of the device battery was likely due to cathode particle induced short. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.